Event description:
It was reported that (1) tl60 was used during a bowel resection procedure. It was reported by the rep that tl60 would not close properly. Another tl60 was open to finish the case. There was no consequence to pt.